Event description:
Reprise iii study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, anticoagulant was given. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A 23mm lotus edge valve was deployed at the native aortic valve. After repositioning the lotus valve, involving partial resheathing of the valve in the delivery system catheter and deployment, the lotus edge valve was determined to be successfully deployed into a more accurate position within the aortic annulus. Four days after the index procedure, the patient was discharged on aspirin and clopidogrel. Event summary: thirty-one days after the index procedure, at a scheduled 30-day follow-up visit, transthoracic echocardiogram (tte) revealed moderate aortic regurgitation. No other information pertaining to the event is currently available. It was further reported that the moderate aortic regurgitation (ar) event was withdrawn. The severity of the ar was corrected to mild.

Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, anticoagulant was given. The patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The patient received a loading dose of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A 23mm lotus edge valve was deployed at the native aortic valve. After repositioning the lotus valve, involving partial resheathing of the valve in the delivery system catheter and deployment, the lotus edge valve was determined to be successfully deployed into a more accurate position within the aortic annulus. Four days after the index procedure, the patient was discharged on aspirin and clopidogrel. Event summary: thirty-one days after the index procedure, at a scheduled 30-day follow-up visit, transthoracic echocardiogram (tte) revealed moderate aortic regurgitation. No other information pertaining to the event is currently available.